Event description:
Patient had an argon 2.6 fr double lumen cvc inserted on [date redacted]. Cvc (central venous catheter) had difficulty flushing or aspirating blood from blue lumen from initial placement and alteplase was instilled per policy the following day. After alteplase instillation, the blue lumen was able to be used without any issue. Approximately two weeks later, red lumen was noted to have a crack on the distal end of the red lumen. Cvc removed that day. Current standard of care is to wipe external catheter lumens with chg wipes once a shift while cvc is in place.